Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had pocket erosion. The device and leads were explanted and replaced with a temporary implantable pulse generator (ipg) and pacing lead as the patient is dependent. It was further reported that the patient was unresponsive for two days post surgery due to anesthesia complications. No further patient complications have been reported as a result of this event.